Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, patient heart rate episodes with a frequency of 30 beats per minutes were observed. The right ventricular sensitivity was increased; however, a loss of capture was observed. The patient is pacemaker dependent and device reprogramming is anticipated. The patient was stable with no adverse consequences.